Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was surgically removed due to dislodgement. This lead explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead dislodgement was confirmed through testing in the clinic, x-ray and fluoroscopy during the procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically removed due to dislodgement. This lead explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically removed due to dislodgement. This lead explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead dislodgement was confirmed through testing in the clinic, x-ray and fluoroscopy during the procedure.